Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the foley catheter during pretest.

Event description:
It was reported that it was difficult to deflate the foley catheter during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received. Visual evaluation noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This meets specification as concentricity should not exceed 70:30. The balloon was unable to completely passively deflate. The balloon was then dissected to find that the inflation notch was not completely perforated. This is considered a failure per inspection procedure stating that the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.